Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she inserted a bladder support and the petals were open. Upon insertion the open petals scratched her. She experienced light bleeding and vaginal soreness. She did not notice the open petals prior to use. The bleeding resolved and the soreness has improved. She did not seek medical attention.